Event description:
The port was placed 1/18/96. And x-ray was taken which showed the catheter had disconnected from the port and had migrated to the pt's ventricle. The original reporter had not seen the x-ray and did not know the length of the catheter fragment. The port was removed on 8/16/96.